Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected high out of range pacing impedances of greater than 2000 ohms in the left ventricle (lv). It was noted the lv impedances were high at implant (1400 ohms). The pacing thresholds were acceptable at 3.5 volts. The nurse inquired about turning off the yellow alert. Troubleshooting options were discussed regarding the high out of range pacing impedances. Additional information was received that, after reprogramming the pacing vector, the lv pacing impedance was 875 ohms and the threshold was 0.8 volts. It was noted the patient has been feeling much better since the crt-d system was implanted. At this time, this crt-d remains in service and there were no adverse patient effects reported.